Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating and led to an unexpected pump shutdown. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.